Event description:
Per staff, patient had multiple hard fibroids. Surgeon was using the thunderbeat instrument and generator. He grasp the fibroid in the jaws and in instrument broke in fibroid. The surgeon used a grasper and removed the piece and the instrument and piece was removed from the field, and both pieces in the original packaging. Another handpiece was open and it failed but did not break. A second thunderbeat machine was brought in room and plugged in third handpiece. It failed also when used on the fibroids. The patient had more fibroids than the surgeon expected. The thunderbeat was used on the next 2 patients with no problems. Items taken in original packages by representative to send back to to olympus. He is emailing the supply information to nursing director.